Manufacturer narrative:
The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that, prior to an explant procedure, the programmer showed a red screen indicating the device has a patient data alert. The patient data and the implant date are erased. The pulse generator and the electrode were going to be explanted due to infection, so no reprogramming or trouble shooting was done. The entire system was explanted and not replaced. There were no additional adverse patient effects reported.